Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead returned with the helix extended (stretched and bent, damaged at implant attempt) and tissue visible in it, some resistance could be felt when inserting into introducer due to helix being extended.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead could not be advanced beyond a certain point. It was thought that compression on the sheath from another implanted lead was preventing the ra lead from advancing. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.